Event description:
It was reported that during an internal hemorrhoids and circular mucosa prolapsed procedure, intense bleeding was observed due to the device not suturing properly. It was necessary to suture manually using a vicryl 2-0 with a needle 2 1/2 to complete the procedure. The pt is in good condition.

Manufacturer narrative:
Information anticipated, but unavailable at this time.